Manufacturer narrative:
The other proglide is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the plunger was ¿retracted and comes out heavily¿. Resistance is felt while harvesting the suture and the suture was ruptured or lost. Another proglide was successfully preplaced. A new proglide device was used and the plunger was ¿retracted and comes out heavily¿. Resistance is felt while harvesting the suture and the suture was ruptured or lost. A new proglide was successfully preplaced. The tavi procedure was completed and hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the plunger, suture detachment could not be tested/ verified based on the returned device condition as the device was returned in a pre-deployed position. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.